Event description:
The customer reported the iris isn't opening and closing correctly. The system displayed a "filament reg error". No pt injury was reported for this failure.

Manufacturer narrative:
The ge service rep exercised the collimator iris in normal, mag1 and mag2 modes on three different boot ups and was unable to duplicate. He was able to duplicate the filament regulator failure then performed a filament calibration and was unable to duplicate filament failure. The system functions properly.